Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl at the time of incident. The also customer reported that they had blood glucose of 253 mg/dl. The customer stated that insulin pump gives insulin flow block alarm and customer had not tried all remedies for insulin flow block alarm. The customer was treated with manual injection. Insulin pump will not be returned for analysis.